Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating with meditech. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that server not communicated with meditech. The technical support specialist dialed into server. Ran downtime query and verified all cce messages were current. Checked four stations, all communicating without issues. Verified services were running and no critical notices on health seight viwer (hsv). Emailed the user with findings and requested them to check from their end. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating with meditech. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.